Event description:
The customer reported being in the emergency room due to high blood glucose of 782mg/dl. The customer believes that the insulin pump was not delivering insulin. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. The caller stated that the doctor told him to request a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.